Event description:
It was reported that the brady lead was attempted due to have tissue noted on the helix after multiple repositioning and followed left ventricle perforation. A new lead was implanted. No additional adverse patient effects were reported.